Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported that the nurse programmed less volume than ordered so that , "the devices won't alarm." An example provided was that a flagyl medication of 250 ml was programmed at 238 ml to, "avoid alarming device." There was no information on patient involvement.

Event description:
It was reported that the nurse programmed less volume than ordered so that , "the devices won't alarm." An example provided was that a flagyl medication of 250 ml was programmed at 238 ml to, "avoid alarming device." There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information : manufacturer narrative. The actual date of event is unknown. Root cause : the root cause for the reported issue of a programming issue was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis. No products or device logs were returned for investigation.

Event description:
It was reported that the nurse programmed less volume than ordered so that , "the devices won't alarm." An example provided was that a flagyl medication of 250 ml was programmed at 238 ml to, "avoid alarming device." There was no information on patient involvement.